Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. The hcp reported that the patient¿s ins was overdischarged. The hcp reported that the patient last charged 4 years prior to the report. The hcp reported that the patient had an issue recharging and that was why recharging was not maintained. The hcp reported that the patient experienced a lot more pain when recharging; occurrence was every other time. The hcp reported that the patient¿s managing physician planned on replacing the patient¿s implant. No further complications anticipated.